Manufacturer narrative:
Per the good faith effort (gfe) response received on 06apr2026, there was actually no patient involvement at the time the issue was discovered as the issue occurred during setup. No patient or user harm was reported. The biomedical equipment technician verified the reported issue and ultimately ordered and installed the replacement o2 solenoid valve, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating an "oxygen (o2) not available"/"o2 device failed" alarm error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called technical support to report that the device was given to the biomedical engineer (bme) with an o2 unavailable alarm. The customer confirmed that the device gave a "no o2 available" alarm when the device was powered on in normal operational mode with a test lung attached and o2 put above 21%. The remote service engineer (rse) performed troubleshooting steps with the customer according to the v60 service manual. The rse provided the customer with the part numbers and prices of the replacement o2 solenoid and flow sensor assembly for repair. This investigation is ongoing.